Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device was performed by an authorized service center, and no issues were found. A functional evaluation of the returned device was performed by an authorized service center, a blocked motor was found. These findings are related to the reported event. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, an mdu got very hot. It is unknown how the procedure was performed or if there was a surgical delay. No further complications were reported. No further information.